Manufacturer narrative:
Additional information concerning this event is being requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to an infection. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--